Event description:
It was reported that a patient presented with noise and low pacing impedance on their atrial lead. The physician suspected electrical anomalies were due to insulation breach of the atrial lead. The physician elected to cap and replace the atrial lead on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received notes that the atrial lead noise was oversensed.